Event description:
Information was received that the patient had their generator replaced due to battery depletion. The device has not been received to date. No other relevant information has been received to date.

Event description:
The lead and generator were received for analysis. As the lead and generator were received, the patient had a full system replacement; it was previously reported that the patient only had a generator replacement.

Event description:
Product analysis was completed on the returned lead and generator.

Event description:
It was reported that high impedance was detected on the patient's generator. The patient's device was disabled due to the high impedance as well as the patient experiencing discomfort in the neck area "a few times each day." Ap chest and lateral neck x-rays were received and reviewed by the manufacturer. The generator was located in the patient's upper left chest. Based on the image quality, it could not be assessed whether the lead pin was fully inserted into the connector block. Additionally due to the image quality discontinuities of the lead could not be assessed as there appeared to be a lead break under the patient's collar bone; however, this could not be confirmed as it may have been an artifact of the x-ray image. Proper strain relief per labeling could not be assessed per the quality and angle of the images received. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.